Event description:
The complaint received states that a helical blade inserter and coupling screw broke towards the end where they meet during insertion in a hip fracture repair surgery. The head of the screw broke off and there was aggressive hammering by the surgeon. There was a ten minute surgical delay and the surgery was successfully completed using another trochanteric fixation nail set. The patient outcome is reported as fine. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned helical blade coupling screw (lot 5217367) was manufactured on august, 2006 and is 8 years old. The helical blade coupling screw was received with the knurled knob separated at the distal end tube union. The knob was not returned for evaluation. The threads on the tube are in good condition there are no signs of bending or wear on them. The tube length shows considerable discoloration, roll marks, and scratches consistent with heavy use. A review of the design drawing indicates that the returned part was manufactured to an older drawing; since then there was one design change to the drawing that did not affect the intended use of the device. The method of use rather than a design deficiency has led to this complaint. The cause of this complaint is due to the surgeon hammering the head off-angle or the surgeon hammering the head when the screw is not fully tightened causing the knurled knob to break off. Therefore, this complaint is confirmed however, the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.